Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in ER with vt and was shocked several times. The patient was externally defibrillated. Review of the device image revealed multiple inappropriate therapies due to far-p over sensing the lead was explanted.